Manufacturer narrative:
The patient's ethnicity/race was reported as african american by the healthcare professional. The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00521.

Event description:
A healthcare professional reported a hahn tapered implant and screw fractured two years after final prosthesis delivery on tooth number 12. It was reported that the implant broke in half along with the screw and the patient presented with part of the fractured crown/abutment out and half of the broken screw was inside it, they stated the fracture happened almost a week prior. It was reported that tissue had grown over it and that it occurred while they were eating pizza. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. Per the report the device was partially removed; a gemini diode laser was used to trim the tissue to access the implant. The broken half of the implant was removed with cotton pliers; remaining parts are still integrated in the patient's bone. Per the report the device was partially removed, and the date of the removal of the remaining parts is to be determined in the future by the healthcare provider.

Manufacturer narrative:
The was returned for analysis. An investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6110668 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6110668 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. A dental prosthetic was also returned. Only a part of the fracture implant was returned. Matter was observed on the implant. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused tension on the implant and screw which could have led to the fracturing of implant and screw over time. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).